Event description:
The lay user/patient contacted lifescan alleging the meter's up arrow button is sticking. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. However a secondary issue was noted as battery leakage. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
A CT scan showed a bioglide disconnection. The patient was then urgently brought to the or for retrieval of the catheter and insertion of evd. The patient was given general ansesthetic and a peripheral IV was placed and intubated. The incision was opened using knife electrosurgical (esu) cautery. Esu cautery was used to skeletonize the previous left side tubing. We looked around and followed the choroid plexus to the occipital horn and clearly saw the bioglide catheter just lying there. Graspers were inserted. The graspers got a grip, and we pulled the entire system out of the brain. An evd was placed into the hole, tunneled through a separate stab incision and anchored. Used the bovie cautery to skeletonize the cateter even better. The valve was grabbed and pulled all the distal tubing out and could see the plastic end where the bioglide had disconnected.====================== health professional's impression======================bioglide catheter disconnection is a known problem. The manufacturer has issued a recall. A CT scan showed a disconnection with this patient.====================== manufacturer response for bioglide ventricular catheter, bioglide ventricular catheter======================the manufacturer is aware of this problem and has issued a recall on this bioglide catheter, (FDA recall #'s z-1124-2009 to z-1134-2009).